Manufacturer narrative:
The device sc-1132 serial number (B)(6) was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.